Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 12/21/2023, it was reported that the patient experienced a seizure which lasted for about 1 minute. An ambulance was called by the mother and when the paramedics arrived the cgm was reading 88 mg/dl and the blood glucose reading was 27 mg/dl. The patient was brought to the hospital and stayed there for a total of 2 days. The patient did not remember any details regarding treatment but stated that she had an eeg, CT, and MRI scan, and was tested for a stroke. It was confirmed that she did not have a stroke, but it was stated that there was a temporary brain damage caused by the seizure. The patient is having further follow up with the neurologist. At the time of the report, she was still feeling weak and foggy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.